Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted into the patient on (B)(6) 2012. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; painful intercourse; inability to have intercourse; other pain: have to self catheter to empty bladder properly otherwise get infections. Surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: explore.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.